Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During the implant attempt of the subject device, low pacing impedance (< 200 ohms) and no pacing pulse were reported. As indicated this is the first attempt by the physician to implant an isoline model lead, and the first positioning of the lead went smoothly. Since the psa measurements were not appropriate, the psa cables were replaced but the measurements obtained were the same. Another isoline lead implant was subsequently attempted (refer to the MDR report for (B)(4)).